Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had an allergic reaction while wearing the lifevest. The patient reportedly has a history of allergic reactions. The patient's dermatologist prescribed a cream and the patient's physician prescribed an antihistamine and ended use.